Event description:
A system error se 2240 alarm was identified in the log of a returned homechoice device. The system error occurred during drain 3 of 6. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. It is unknown if this alarm occurred during patient therapy, however, no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The system error (se) 2240 found during a review of the patient alarm log was confirmed; however, root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should any significant supplemental information become available.